Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed on the returned device and the reported tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation was unable to determine the cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 1528 not labeled. Internal file number (B)(4). Correction: adverse event/other unchecked. Type of reportable event - serious injury changed to malfunction. Patient code 2687 removed.

Event description:
Subsequent to the initial report, additional information was received. The superficial femoral artery was mildly tortuous and mildly calcified. The supera stent was implanted in the lesion and the device did not meet any resistance during the procedure. The device and tip were removed with the guide wire from the anatomy. It was confirmed under fluoroscopy that there was no foreign object left in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. A 7.5 x 40 mm supera self expanding stent system was used; however, the tip of the device was noted to be missing after the device was removed from the anatomy. No additional information was provided.